Manufacturer narrative:
A partial lead was returned measuring 8.4 cm. For patient death. Visual examination found on anomalies other than procedural damage. No conductor fractures or internal shorts were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Di not available as product was manufactured on or before september 23, 2014. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-15282. It was reported that the patient has deceased. There is no allegation from a healthcare professional that the death was device related. The cause of death was unknown.